Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: does the surgeon routinely wait 15 seconds prior to firing? Unknown . Does the surgeon pulse fire or use one continuous firing stroke? Unknown . Were any staple formation issues noted throughout care of patient? Unknown . Was the site of bleeding identified? Unknown . What anatomical structure was the bleeding from? Unknown . Were blood products required? Unknown . How was the bleeding addressed? Unknown . What is the current patient status? Unknown.

Manufacturer narrative:
Product complaint #: (B)(4). Batch #: r5c12x. Investigation summary: the analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4), batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Were any staple formation issues noted throughout care of patient? Was the site of bleeding identified? What anatomical structure was the bleeding from? Were blood products required? How was the bleeding addressed? What is the current patient status?

Event description:
It was reported that during a mini gastric bypass procedure, the patient had a high blood pressure during the operating room on 9th of april. Pouch was made with blue ecr reloads. After the procedure staple line was dry. Day after operating room on 10th of april patient was not feeling well and has cardiac problems. Went to operating room and found a arterial bleeding on the staple line. Big haematoma in bursa and lost 1.2 liter of blood.